Event description:
The product was used during an oophorocystectomy procedure. Reportedly, the instrument was difficult to close. The surgeon completed the procedure with the instrument. The hosp has reported no pt injury occurred.